Event description:
It was reported that the 9900 system cannot save images, and the control panel display went blank. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted and connectors re-seated during the service call. The system was tested and found to be working as intended and put back into service.